Event description:
It was reported that the device is dull. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
It was reported the device is dull. The reported event was confirmed as the visual evaluation revealed that the cutter is dull (see evaluation pictures 2 + 3). A most likely cause is wear and tear.